Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm prograsp forceps instrument associated with the customer-reported complaint. The instrument was analyzed and was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grips opened and closed properly. The instrument moved intuitively with full range of motion in all directions. Additional observation not reported by site: the instrument was found to have hairline cracks on grip input shaft # 6. Also found to have hairline cracks on grip input shaft # 7. Other backend components adjacent to the cracked inputs do not show damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument malfunctioned. At the time of this report, it is unknown how the procedure was completed and if the reported event had any impact on the patient.